Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tibial punch became disconnected from the handle when the surgeon was trying to remove the punch after trialing. The punch had to be removed with a kocher.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Functional evaluation of the submitted hp mbt cem keel punch sz 4-7 with a retained hp mbt keel punch impact found that the punch does stay attached but does not fit on the impactor properly. Visual examination of the tab features found excessive wear that creates a wobble and prohibits successful mating of the instruments. The root cause is being attributed to product wear out. The instrument is eight years old and has been subjected to heavy usage. Based on the determination of product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.